Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A legal claim was raised. It was reported that the patient was implanted a zimmer mmc cup on (B)(6) 2010. It is unknown at this time what specific allegations patient is making against the mmc cup and it is unknown if patient has undergone revision surgery. No other information was provided at this time.

Manufacturer narrative:
An evaluation of the provided information has been made available. As no lot numbers were provided for the devices, the device history records could not be reviewed. The compatibility check could not be performed as no product information was provided. Review of incoming information: legal claim. Product was implanted on (B)(6) 2010 and the patient is being monitored due to unknown reasons. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).